Manufacturer narrative:
Sanofi company comment 14-feb-2019. Patient experienced pain over right knee and received depomedrol injection for it after treatment with synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Pain over the right knee worse [knee pain] ([condition worsened]), worse with walking, stairs, standing [pain upon movement], allergic reaction to synvisc [allergic reaction], pruritus [injection site itching], redness [injection site redness], warmth [joint warmth]. Case narrative: initial information received on 07-feb-2019 from united states regarding an unsolicited valid legal serious case received from a lawyer. This case involves a (B)(6) years old female patient who experienced pain over the right knee worse, allergic reaction to synvisc, pruritus, warmth, worse with walking, stairs, standing and redness, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). Concurrent conditions of the patient were reported as hypothyroidism, malaise, fatigue, overweight, psoriasis, psoriatic arthropathica, thyroid nodule and allergic to influenza virus vaccine. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included atorvastatin calcium; diclofenac sodium; folic acid; iron; levothyroxine sodium; lisinopril; methotrexate; omeprazole (protonix [omeprazole]); cyanocobalamin (vitamin b-12); and vitamin d. On (B)(6) 2017, the patient received bilateral intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for primary osteoarthritis of both knees. Anesthesia was given with ethyl chloride and xylocaine 1%. The patient was prepped with betadine solution. A 21 gauge needle was used and 6ml of hylan g-f 20, sodium hyaluronate was injected into the site bilaterally. On the same day, patient developed redness (latency: same day) and pruritus (latency: same day) of the area and was told to call if her symptoms worsened. As a corrective, patient was prescribed prednisone. On (B)(6) 2017, patient reported for follow up of her osteoarthritis and it was reported that she experienced an allergic reaction to the synvisc (latency: unknown) and had worse pain over the right knee (latency: unknown), which was worse in the afternoon or after standing for too long. On (B)(6) 2018, patient reported for follow up of her knee pain and rated her pain at 7 on a scale of 10 and continued to have pain and warmth (latency: unknown) and her pain was worse with walking, stairs, standing (latency: 2 months 8 days). She further mentioned that she had the pain at night and she wakes up in pain. On (B)(6) 2018, patient was administered bilateral injection of depomedrol. The patient tolerated the procedure well and there were no complications. Patient further mentioned that she noticed minimal improvement after the steroid injection. Corrective treatment: depomedrol injection, prednisone for pain over the right knee worse. Outcome: unknown. Seriousness criterion: required intervention for pain over the right knee worse. A product technical complaint was initiated and results were pending for the same.

Event description:
Pain over the right knee worse [knee pain] ([condition worsened]). Worse with walking, stairs, standing [pain upon movement]. Allergic reaction to synvisc [allergic reaction] . Pruritus [injection site itching]. Redness [injection site redness] . Warmth [joint warmth] . Case narrative: initial information received on 07-feb-2019 from united states regarding an unsolicited valid legal serious case received from a lawyer. This case involves a 51 years old female patient who experienced pain over the right knee worse, allergic reaction to synvisc, pruritus, warmth, worse with walking, stairs, standing and redness, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). Concurrent conditions of the patient were reported as hypothyroidism, malaise, fatigue, overweight, psoriasis, psoriatic arthropathica, thyroid nodule and allergic to influenza virus vaccine. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included atorvastatin calcium; diclofenac sodium; folic acid; iron; levothyroxine sodium; lisinopril; methotrexate; omeprazole (protonix [omeprazole]); cyanocobalamin (vitamin b-12); and vitamin d. On (B)(6) 2017, the patient received bilateral intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (batch: unknown) for primary osteoarthritis of both knees. Anesthesia was given with ethyl chloride and xylocaine 1%. The patient was prepped with betadine solution. A 21 gauge needle was used and 6ml of hylan g-f 20, sodium hyaluronate was injected into the site bilaterally. On the same day, patient developed redness (latency: same day) and pruritus (latency: same day) of the area and was told to call if her symptoms worsened. As a corrective, patient was prescribed prednisone. On (B)(6) 2017, patient reported for follow up of her osteoarthritis and it was reported that she experienced an allergic reaction to the synvisc (latency: unknown) and had worse pain over the right knee (latency: unknown), which was worse in the afternoon or after standing for too long. On (B)(6) 2018, patient reported for follow up of her knee pain and rated her pain at 7 on a scale of 10 and continued to have pain and warmth (latency: unknown) and her pain was worse with walking, stairs, standing (latency: 2 months 8 days). She further mentioned that she had the pain at night and she wakes up in pain. On (B)(6) 2018, patient was administered bilateral injection of depomedrol. The patient tolerated the procedure well and there were no complications. Patient further mentioned that she noticed minimal improvement after the steroid injection. Corrective treatment: depomedrol injection, prednisone for pain over the right knee worse. Outcome: unknown. Seriousness criterion: required intervention for pain over the right knee worse. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 13-feb-2019. Global ptc number and its results were added. Text amended accordingly.